Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the u.s and not sold in the u.s. There is no 510(k) for this device as it is manufactured outside the u.s and not sold in the u.s. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 81485 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 81485 was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2e 7.2mg plus blood collection tube had some foreign matter in the tube while it was being used.